Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx grip vascular closure device (vcd) was deployed and was exposed out of the tissue tract not completely out of the skin. Since the plug came out, the user just pulled the whole thing out including the plug that was in the skin tract. Hemostasis was achieved by manual pressure hold of twenty minutes. The patient outcome was successful. There was no reported injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was not wedged between the balloon and advancer tube. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location. The sealant did not stick to the device it was exposed after deployment out of the tissue tract. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was a shallow vessel depth. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer is mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was deployed and was exposed out of the tissue tract not completely out of the skin. Since the plug came out, the user just pulled the whole thing out including the plug that was in the skin tract. Hemostasis was achieved by manual pressure hold of twenty minutes. The patient outcome was successful. There was no reported injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was not wedged between the balloon and advancer tube. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location. The sealant did not stick to the device it was exposed after deployment out of the tissue tract. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was a shallow vessel depth. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer is mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿mynxgrip tm vascular closure ¿ was returned inside of a clear plastic bag for investigation. Per visual analysis, the shuttle was not engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant was fully deployed and was not returned for analysis. The catheter was inserted into an unknown csi. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event observing a kink located approximately at 9.5 cm from the proximal end. Per dimensional analysis, the measurement of the distance between the shuttle tip to the inflated balloon was not performed as the balloon was retracted. Functional analysis was not performed as the device was returned fully deployed. A product history record (phr) review of lot f2229909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment- partial¿ was not confirmed during analysis of the returned device. The device was returned fully deployed. The exact cause of the reported event could not ve conclusively determined. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed during the procedure. The according to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynx grip vascular closure device (vcd) was deployed and was exposed out of the tissue tract not completely out of the skin. Since the plug came out, the user just pulled the whole thing out including the plug that was in the skin tract. Hemostasis was achieved by manual pressure hold of twenty minutes. The patient outcome was successful. There was no reported injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was not wedged between the balloon and advancer tube. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location. The sealant did not stick to the device it was exposed after deployment out of the tissue tract. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was a shallow vessel depth. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer is mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was later returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229909 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was deployed and was exposed out of the tissue tract not completely out of the skin. Since the plug came out, the user just pulled the whole thing out including the plug that was in the skin tract. Hemostasis was achieved by manual pressure hold of twenty minutes. The patient outcome was successful. There was no reported injury. The device storage temperature did not exceed 25 °celsius. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did shuttle down completely. The sealant was not wedged between the balloon and advancer tube. The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location. The sealant did not stick to the device it was exposed after deployment out of the tissue tract. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was a shallow vessel depth. The mynx vcd was used in a diagnostic procedure and used a retrograde approach. The deployer is mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2229909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.